Event description:
It was reported to boston scientific corp that during a therapeutic placement of an ultraflex tracheobronchial stent (pt age and gender unk), the suture could not be pulled completely to fully release the stent. The stent system was removed from the pt and the physician used a balloon to successfully dilate the esophagus. The pt's condition was reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.